Event description:
The customer reported the image on the left monitor was not clear, but when swapped to right monitor, the image was fine. The ge rep found the left monitor was very dim and there was a burn in logo on screen.

Manufacturer narrative:
The ge service rep replaced and installed the left monitor on system. Verified system is operating by fluoroing in low and high technique.